Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon indicated that a fragment from the harmonic ace curved shears insert installed on a harmonic ace curved shears instrument broke off and fell into the patient. The fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The harmonic ace curved shears insert has been returned to isi for evaluation. However, at this time, the evaluation of the instrument accessory has not been completed. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information regarding the event. It was stated that she was not present during the surgical procedure, however based on the information provided to her, a fragment from the harmonic ace curved shears insert broke off and fell into the patient. The fragment was retrieved during the surgical procedure and no additional surgical procedures or x-rays were performed to retrieve the fragment. The surgical staff replaced the harmonic ace curved shears insert with another insert. At an unspecified time later during the same surgical procedure, the surgical staff indicated that a fragment from the second harmonic ace curved shears insert broke off and fell into the patient. It was stated that the fragment was retrieved during the surgical procedure without any additional surgical intervention or x-rays. However, the patient underwent approximately 30 minutes of additional anesthesia as a result of the instrument problems the site experienced and in order to complete the surgical procedure. The initial reporter did not know the current status of the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient was administered additional anesthesia after a fragment from the harmonic ace curved shears insert broke off and fell into the patient.

Manufacturer narrative:
The instrument accessory was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). The insert was returned with the curved blade broken at the clamp arm hinge. The broken piece was not returned. Fa concluded that the insert damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.